Event description:
Patient went to a consult with surgeon for possible revision surgery. Patient's device is on & patient is still having seizures daily. No known surgical interventions have occurred to date.

Event description:
Patient was referred for generator replacement. On the day of surgery, or specialist interrogated the device, which was found to be with low battery and indicated high impedance. The surgeon was informed about the high impedance and the need for potential lead replacement. However, the surgeon decided to only replace the generator without replacing the lead. In the surgery, when the lead was connected to the new generator, high lead impedance of 7424 ohms was observed. Pin insertion was checked, disconnected and reconnected with lead pin visible past the connector block. The impedance remained high with 7798 ohms. The new generator was programmed as usual to low settings. The surgeon stated that if the patient had any issues or lack of efficacy, he would schedule a lead revision. No known surgical interventions have occurred to replace the lead.

Event description:
Clinic notes were received for patient's referral for lead revision. Notes indicate that the patient reported over 100 small seizures since the previous surgery. Patient does not feel uncomfortable with vns. No known lead revision has occurred to date.